Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that an e105 error was displayed, and the led of the front panel continued flashing due to failure of the led unit and an e110 error was displayed due to failure of the optical filter. However, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial medwatch have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error e105 was coming on the monitor screen due to a faulty light emitting diode (led) unit, and the front panel led was blinking continuously due to the faulty led unit. Error e110 was occurring when turning on the narrow band imaging due to a faulty optical filter. Additionally, the white balance was not working due to a faulty printed circuit board, a wire was found corroded, and the customer was advised it needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had an error e105. Also, the front panel light emitting diode (led) would not stay turned on. The light would come on initially for 2 seconds, then turn off. The customer was informed to return the device for repair. These issues were found during customer maintenance. There were no reports of patient harm.